Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm in drain 1 of 5. The registered nurse (rn) stated the home patient (hp) pulled apart that transfer set from the patient line. The technical service representative (tsr) had the rn on the phone till the alarms cleared. The event occurred during use and solution was provided over the phone. The patient was not connected. No injury or medical intervention was reported.